Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion. Therefore, the reported condition was confirmed. It was determined that this was due to worn and damaged bearings, which created a situation where the cutter was not able to be inserted. It was further determined that the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn bearings due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ear, nose, and throat (ent) surgical procedure, it was observed that the attachment device was not working. There were no delays to the surgical procedure as an identical spare device was available for use. The spare device was used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.